Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the spring latch on the right intermediate siderail would not lock. He cleaned the latch spring to repair the bed.